Manufacturer narrative:
As reported, the balloon of the 5f mynxgrip vascular closure device (vcd) popped before using. There was no reported patient injury. The mynx deployer is certified. The mynx vcd was prepped according to instructions for use (IFU). The balloon did not lost pressure during prep or patient use. Hemostasis was achieved with another mynx device. The patient recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The syringe was connected to the device with stopcock open. The sealant and advancer tube were in the manufactured position. The introducer sheath was not returned with the device. No visual damages or anomalies were observed. The balloon of the returned device was inflated with air and pressure was maintained. The balloon performed as intended per the mynx instructions for use (IFU). Visual inspection at high magnification showed no saline in the balloon of the returned device. A product history record (phr) review of lot f1823903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ was not confirmed through analysis of the returned device since no leakage was noted. The exact root cause of the reported incident could not be conclusively determined during analysis. However, based on the limited information available for review and the product analysis, the cause of the reported failure may have been attributed to incorrect prep of the balloon during the preparation phase before use in the patient as evidenced by the absence of saline in the inflation lumen. Although not intended as a mitigation, the mynx instructions for use (IFU) instructs according to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1823903) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the 5f mynxgrip vascular closure device (vcd) popped before using. There was no reported patient injury. The mynx deployer is certified. The mynx vcd was prepped according to instructions for use (IFU). The balloon did not lost pressure during prep or patient use. Hemostasis was achieved with another mynx device. The patient recovered. The device will be returned for evaluation.